Event description:
Per medical records received, the postoperative course was uncomplicated. The patient remained hemodynamically stable in nsr, oxygenating well on room air with adequate pain control and return of normal bowel and bladder function. Cleared by physical therapy for discharge to home and scheduled to follow up with cardiac surgery, cardiology, and primary care.

Manufacturer narrative:
The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to stenosis. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. Post-procedure care lists medications to be given. Anti-coagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant, antiplatelet therapy, except when contraindicated as determined by their physician. Plan for resumption of pre-procedure medications. Dvt prophylaxis as per stand care. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The valve stenosis was confirmed from the medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, while the complaint description reports of a possible under-expansion of the valve; there is no evidence to show that. Medical report indicates that the valve was successfully implanted without significant pvl or complications. Therefore, the suspected root cause was unable to be confirmed. In addition, medical report review revealed that patient has a history of hyperlipidemia. Hyperlipidemia is a known factor that can increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. While a definitive root cause was unable to be determined, it is possible that patient factors (hyperlipidemia) may have contributed to the reported event.

Event description:
They implanted a 26 s3 ultra with 3 cc's of added volume. The team post dilated with a 26 non-edwards balloon and the mean gradient dropped from about 50 mmhg to 20mmhg.

Event description:
As reported, approximately 2 years, 2 months post successful valve in valve tavr the patient presented with stenosis of their 29mm sapien 3 valve. The valve was implanted within a pre-existing 27mm surgical heart valve. At the time of implant the surgical valve was not fractured and it is possible the waist of the surgical valve restricted the expansion of the 29mm sapien 3 valve. The most recent tee confirms there is moderate-to-severe aortic stenosis. The mean gradient across the valve is 48mmhg, which confirms severe stenosis. The patient's bmi is quite high, so the bsa indexed aortic valve area is also severely reduced. A valve in valve was performed with a 26mm sapien 3 ultra valve successfully.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.